Event description:
It was reported via repair work order that the foot end brakes were not holding due to a worn brake ring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was found during the investigation that the brakes were not remaining engaged due to worn brake cams in addition to worn brake rings.

Event description:
It was reported via repair work order that the foot end brakes were not holding due to a worn brake ring and cams. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.